Event description:
It was reported that while in the cath lab, the md inserted the intra-aortic balloon (iab) into the super arrow-flex (saf) sheath; however, the balloon stopped advancing & as a result, the iab stuck in the saf sheath. The md tried to advance the balloon catheter, but he could not pass it through the saf sheath "due to critical resistance." The md removed the saf sheath & balloon catheter together from the patient & opened another iab-05840-u. The md used a new saf sheath & balloon catheter to successfully complete the insertion in the same insertion site (left femoral artery). There was no excessive bleeding during the procedures. Medical/surgical intervention was not required. It was reported that the therapy was interrupted for 10 minutes. The patient outcome is listed as "the patient did not have complications and is fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.